Event description:
It was reported by customer that the IV catheters had holes and the one-way valve was faulty. The flushes were leaking and backflow was coming through the valve. Event information: 1. Date of occurrence: on (B)(6) 2025. 1. A detailed description of the event: the IV catheters had holes and the one-way valve was faulty. The flushes were leaking and backflow was coming through the valve. 2. Was there patient harm reported? No.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
The complaint of a leak could not be confirmed from the representative 24g insyte autoguard devices that were received in sealed packaging from lot #4312504. A functional test revealed no leaks in the devices. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.